Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The nurse staff indicated they did not hear the alarm at the central station. The philips rse examined the logs and noted the presence of a desaturation alarm in the rea5 chamber from 5:28 p.m. To 5:30 p.m. (About 2 minutes). There was no delay between the monitor alarm and the control panel. When the alarm sounded on the monitor, it was also present on the control panel. Functional and central control panel speaker was set with a substantial volume. It was noted the alarm sounded on the monitor side and there were some visitors in the room at the time of event that witnessed the alarm on the monitor. Philips requested the logs for further evaluation by an internal product support engineer (pse). The philips pse looked at the logs and agreed with the philips rse's analysis. The pic ix audit log contained the start and the end of the desat for bed rea5 on the pic ix host reanimation for the reported time of the incident. The red alert sound was generated for this alert on this pic ix host as well. The customers allegation cannot be confirmed. The bed-to-bed popups were triggered on other beds as well. 27.04.2024 17:28:31, rea5, *** désat 68 < 86 généré à 17:28:04. Piic ix: reanimation. 27.04.2024 17:28:31, tonalité alarme rouge émise. Piic ix: reanimation. 27.04.2024 17:30:18, rea5, *** désat 18 < 86 terminé. Piic ix: reanimation. Based on the information provided in the case, the philips rse, and pse, the customer's allegation could not be confirmed. The central station alarmed correctly and performed to working specification. No further investigation or action is warranted at this time. Reporter phone: e1: (B)(6). Reporting institution phone: e1: (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The nurse staff indicated they did not hear the alarm at the central station. The philips rse examined the logs and noted the presence of a desaturation alarm in the rea5 chamber from 5:28 p.m. To 5:30 p.m. (About 2 minutes). There was no delay between the monitor alarm and the control panel. When the alarm sounded on the monitor, it was also present on the control panel. Functional and central control panel speaker was set with a substantial volume. It was noted the alarm sounded on the monitor side and there were some visitors in the room at the time of event that witnessed the alarm on the monitor. Philips requested the logs for further evaluation by an internal product support engineer (pse). The philips pse looked at the logs and agreed with the philips rse's analysis. The pic ix audit log contained the start and the end of the desat for bed rea5 on the pic ix host reanimation for the reported time of the incident. The red alert sound was generated for this alert on this pic ix host as well. The customers allegation cannot be confirmed. (B)(6) 2024 17:28:31 rea5 *** désat 68 < 86 généré à 17:28:04. Piic ix: reanimation. (B)(6) 2024 17:28:31 tonalité alarme rouge émise. Piic ix: reanimation. (B)(6) 2024 17:30:18 rea5 *** désat 18 < 86 terminé. Piic ix: reanimation. Even the bed-to-bed popup was triggered on other beds: **please refer to log review attachment** based on the information provided in the case, the philips rse, and pse, the customer's allegation could not be confirmed. The central station alarmed correctly and performed to working specification. No further investigation or action is warranted at this time. Reporter phone: e1: (B)(6). Reporting institution phone: e1: (B)(6). H3 other text: remote log review.

Event description:
It was reported a red desaturation alarm failed to sound at the central station. The patient desaturated at the time of the event and the nurse was able to provide care. The device was in use monitoring a patient at the time of the reported event. There was no harm to the patient.